Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that both of the 511st trocars lever locks broke. Another instrument was used to complete the case. There was no consequence to the pt.